Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported that the processor became hot with rechargeable batteries. The batteries have been taken out of service and have been requested to be returned for analysis. There were no allegations of patient injury.